Manufacturer narrative:
Batch review performed on 18 september 2020: lot 1903202: (B)(4) items manufactured and released on 12-aug-2019. Expiration date: 2024-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 7 months after primary surgery, reporting pain due to a peri prosthetic fracture. The cause of the peri prosthetic fracture is unknown. The surgeon revised the liner, head, cup, and stem. The surgery was completed successfully. The patient had bad bone and was overweight. The patient was revised with competitor products.